Event description:
A falsely elevated troponin I result of 8.8 ng/ml was obtained on a pt sample. The result was not reported to the physician. The same sample was retested on an alternate methodology and a result of 0.09 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the most likely cause for the falsely elevated troponin I result is sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument data indicates that the most likely cause for the falsely elevated troponin I result is sample integrity. Use error: the IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The device is performing within specifications.